Manufacturer narrative:
The device was evaluated on site by a qualified technician. Visual inspection was performed and the technician confirmed a leak. The reported condition was verified. The cause of the leakage event was determined to be related to a crack in the housing near the welding zone. The filter was replaced. A previous nonconformance was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed originating from an unspecified location of a u9000 ultrafilter during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.